Event description:
It was reported that the patient passed away due to multi-organ failure. The pump was working as expected and there were no pump related issues reported. The outcome was not considered device or therapy related. No autopsy was performed.

Manufacturer narrative:
A1-a4: patient information not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was communicated that due to hospital policy, no further information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G, is currently available. Section 1, "introduction," lists potential adverse events, including various types of organ failure and dysfunction (hepatic dysfunction, respiratory failure, renal failure, right heart failure) and death, which may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.